Event description:
The pt had undergone a makoplasty partial knee arthroplasty procedure. Two separate incision and drainage (I and d) procedures were required because the pt was not healing correctly. During the second I and d procedure, the surgeon removed the polyethylene tibial component to allow irrigation of the joint, and replaced it with a new component.

Manufacturer narrative:
As part of normal complaint f/u an eval was performed by mako surgical with regard to the event. The surgeon exchanged the polyethylene tibial component as a precautionary measure to improve irrigation of the joint to aid the healing process. The user facility conducted an investigation and determined that no infection was present in the joint. The eval concluded that the event could have been caused by a hematoma attributed to the barbed suture utilized by the surgeon. The surgeon has since discontinued use of the suspect suture, and no infections, hematomas, or similar events have been reported since the change. No indications of implant or procedure-related failures were reported.